Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/08/2024, a sales representative, via (B)(6), reported that an ar-13999mf fast-pass scorpion was having an issue. The scorpion's jaw does not fully close and does not grab tissue to fire a suture through. This was discovered during a case, but the patient was not impacted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. One unpackaged, ar-13999mf, fastpass scorpion, sl-mf, batch 15276566, was received for investigation. Functional testing was performed and found that the jaws of the instrument do not fully close. See attached image. Visual inspection noted that the moving jaw was loose. The most likely cause for the reported failure can be attributed to a manufacturing issue. Ncr-28217 has been opened to address this issue.